Event description:
It was reported that the mother of the patient thought the pump was never really working right. It was reported that since pump replacement the dose was dropped down to 1300mcg/day of gablofen to 1400mcg/day and the patient was no longer taking oral baclofen, which they had been on with the old pump.

Manufacturer narrative:
Concommitant medical products: product ID: neu_unknown_cath, serial# (B)(4), product type: catheter. (B)(4).